Event description:
The patient presented to the physician with skin irritation at the ipg/header. The skin area that was affected at the ipg/header became discolored, blackened, and ultimately the header broke through the skin exposing the ipg. This was a very localized issue at the ipg/header. The physician had an allergy test panel run listing all of the materials used in the ipg/header and nothing came back in the findings that would support an allergy to the materials used in the ipg/header. The patient was treated with several rounds of antibiotics starting in mid-(B)(6) 2019 prior to the removal case. Multiple test cultures for an infection were ordered by the physician and all came back negative. The ipg was surgically removed on (B)(6) 2020. The patient did not have an infection and has not had any follow up issues after the removal of his ipg.